Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 4 months post implant of this pulmonary bioprosthetic valved conduit, the valve was replaced with a transcatheter pulmonary bioprosthetic valve (tpbv) due to calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.